Manufacturer narrative:
Invacare was made aware of this event that occurred in (B)(6) with a rea azalea wheelchair. This record was created due to the us manufactured solara 3g being a similar design as the rea azalea and would be likely to have the same adverse outcome as this event. The device wasn't ordered with calf or heel straps. Leg-rest, footrest, heel straps, and calf straps, are available on the prescription form and on the spare part catalog. When a leg-rest is ordered, the footrest is provided with mounted heel strap. The rea azalea wheelchair has not been returned to invacare france for an evaluation, however it was returned to the dealer, who stated: "there is nothing technically wrong with the product." They added heel and calf straps and returned it to the patient. If additional information becomes available, a supplemental record will be filed.

Event description:
The son was taking the patient (who has impaired sensation in his leg) for a walk in his rea azalea wheelchair. When they were going up on the sidewalk, and the patient's left foot slid backward on the footplate, and then off the footplate. The patient's foot got stuck between the wheelchair and the curb. They suffered a lower leg fracture and were treated with a plaster cast for 8 weeks. The wheelchair did not have calf supports and heel straps on it.